Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During the processing of this complaint, attempts were made to obtain patient information.

Event description:
It was reported that the replace generator soon message appeared on the patient's controller. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications. It is unknown if the message appeared prematurely.